Event description:
The customer reported that the galileo typed a donor specimen as ab, r negative; the donor has a historical type of a, rh positive. The customer states that the anti-b reaction test well visually looked questionable. The customer reports that when manually typing the donor, they have a weak reverse typing, the reverse typing gives a 1-2+ reaction. Customer repeated testing on the galileo and the results were ntd, no type determined. Customer states that the sample did not appear to be clotted but was very hemolyzed. Customer is aware that grossly hemolyzed specimens should not be tested on the galileo.

Manufacturer narrative:
Data images from the customer's instrument associated with the microplate used to process the run with the discrepant result was analyzed. In reviewing the images, it appears as if one test well is not properly resuspended. This is most likely due to the nature of the specimen. Further eval of other microplates and specimens did not demonstrate this issue. The customer states that the specimen was very hemolyzed. The galileo operators manual states, "samples that exhibit excessive hemolysis or lipemia, or are icteric, should not be tested on the galileo. Samples that exhibit a hemolysis grade of 3+ or greater must not be tested on the galileo because they may generate erroneous results," and, "the galileo cannot reliably detect hemagglutination reactions that are graded as 1+ or less in test tube methodology." The customer's complaint appears to be related to the nature of the specimen used for testing.